Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Original implant date sometime in 2014. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4),manufacturing date: 07/28/2014, expiration date: 06/30/2023, part #: 456.479s, lot#: 7747483 (nonsterile) - 12mm/130 deg ti cann troch fixation nail 380mm/left-ster. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain after he was treated with a trochanteric fixation nail (tfn). In 2014, a patient was originally implanted with a tfn for a left intertrochanteric fracture. It was reported that the patient's bone was characterized as "bad". Subsequently, the patient experienced pain. On (B)(6) 2016, the patient underwent hardware removal of tfn, helical blade and screw; he was revised to a total hip. There was no surgical delay. The procedure was successfully completed and patient outcome was reported as fine. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Retract statement "patient age not provided" we have the patient's age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.